Event description:
Upon activation the cautery cord unexplainably severed at the end that was attached to a resectoscope. A second cautery cord was attached and this one burned close to where it attached to the scope.